Event description:
It was reported the pt is unable to establish communication between her ipg and external devices. It was also reported the pt has not charged her system since (B)(6) 2013 due to unrelated medical issues. The pt is to meet with the sjm representative as the next course of action.

Manufacturer narrative:
Correction/removal /reporting #: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.